Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, the lead was observed by x-ray and externalized conductors were suspected. No electrical anomalies were observed on the lead. Considering the risk of lead replacement procedure, lead was not replaced and was successfully connected to the new device.